Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The tip of the vizigo sheath was pulling back every time they attempted to go transseptal. The tip of the vizigo sheath was kinked. The vizigo sheath was replaced and the issue was resolved. The procedure continued with no further issues. No patient consequence was reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-jun-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).